Manufacturer narrative:
Report indicates that the pt had and was treated for a seroma, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, however, based on the currently available info, no conclusion can be drawn at this time. A DHR review of the reported lot number has been conducted. All paperwork appeared complete and accurate. No mfg issues were identified.

Event description:
On (B)(6) 2010-pt had a hernia repair with c-qur mesh (atrium product) and, later in the day, developed a bowel perforation and was taken back to the operating room for small bowel resection, removal of c-qur mesh, and wound vac placement. On (B)(6) 2010-pt had removal of wound vac, abdominal wash, and repair of midline incisional hernia with component separation and implant of xenmatrix mesh. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010 pt underwent a ultrasound-guided drainage of a seroma.